Manufacturer narrative:
The complaint sample was not returned for evaluation. The manufacturing investigation is in progress. A supplemental follow-up medwatch wil be submitted upon completion of the investigation. (B)(4).

Event description:
A report received from an optician on (B)(6) 2015 that a consumer experienced bad vision with her lenses. The visual acuity has dropped several lines on the eye examination chart. The consumer also experienced redness and irritation in both eyes. The consumer has been sleeping in her lenses day and night for a couple of months. The customer has gotten new lenses and has been ordinated not to sleep in her lenses anymore. Consumer should return for a re-check in 2 weeks. No other information provided.